Event description:
It was reported that the device was explanted in 2008 after an implant duration of 6 months due to an unk reason. It is unk if the explant was attributed to the device, as no further details were provided.

Manufacturer narrative:
Device not returned.